Event description:
It was reported that the patient underwent a procedure for re-exploration hemilaminectomy, discectomy, and decompression of right s1 nerve root; posterior spinal fusion l5-s1 with pedicle screws, bone graft and rhbmp-2/acs placed posterolaterally; partial s1 vertebral corpectomy with decompression of cauda equina and exiting nerve roots; alif l5-s1 with femoral ring allograft filled with rhbmp-2/acs sponge; anterior internal fixation with synthes titanium screw. At 3 months post-op the patient was noted to be making steady improvement and x-rays showed what appeared to solid arthrodesis anter iorly. At 9 months post-op the pt. Presented with pain over the right greater trochanter. At 1 year post-op the pt. Presents with left-sided back pain and buttock pain as well as lateral thigh pain. Surgeon notes this could be related to hardware sensitivity. X-rays taken show solid arthrodesis. At 14 months the pt. Had pain with extension and twisting noted to be facet joint-mediated and corresponds to having hardware in the lumbar spine adjacent to a facet joint. At 15 months post-op the patient underwent a procedure for removal of painful hardware. Notes indicate that the patient is still having pain in the lower back and right lower extremity.

Manufacturer narrative:
Concomitant product: catalog# 75446545, pedicle screw catalog# 7540020, set screw catalog# 8690030, rod. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.